Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had power loss. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump showed full power and alter it showed 3 bars then just died without warning the device is not expected to be returned for analysis.